Event description:
It was reported that the customer's pump stopped working unexpectedly. There was no information available on the blood glucose levels, indicating no adverse impact. A replacement pump was arranged, with the defective device expected to be returned by the end of december 2025. No further information regarding additional corrective actions was available.